Event description:
It was reported that two weeks before surgery the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Testing showed a tear in the right cylinder the cause of the tear could not be explained in detail by the hospital. The right cylinder and the pump were replaced. The patient got better after surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams700 ipp cylinder was visually inspected. The proximal cylinder body of the cylinder was identified to be cut in half. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder has wear at fold in cylinder body. The kink resistant tubing (krt) was fatigue and worn to filament; no leak was found in the krt. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The tubing was identified to be cut down to the pump block. The pump was functionally tested and performed within specification. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause not established was chosen because cylinder was identified to damaged and cut in half as sharp instrument damage was identified and it will be considered a secondary failure. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that two weeks before surgery the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Testing showed a tear in the right cylinder the cause of the tear could not be explained in detail by the hospital. The right cylinder and the pump were replaced. The patient got better after surgery.